Event description:
Patient had pacemaker placed approximately 2 years ago;about every 8-10 months pacemaker wire erides through even though appears to have excellent coveralge with good deal of skin and tissue. Admitted for revision of pacemaker generator pocketdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.